Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the left anterior descending (lad) artery. During pre-dilatation, the mini trek balloon catheter could not cross the lesion due to resistance with the calcified vessel. During the crossing attempt the proximal shaft broke in two pieces. The device was removed successfully from the patient. Another balloon catheter was used to complete pre-dilatation at the lesion. Then, the xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy of the patient. The device was removed successfully without any resistance. Another non-abbott sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.